Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unknown procedure, the clip was not always closing correctly. Case completed with another device of the same product code. There were no patient consequences reported. No further information was available.